Event description:
The patient reported experiencing elevated blood glucose of "hi" on her blood glucose monitor after beginning use of a new type of infusion set. She removed the infusion set headset and found the cannula was bent. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned task-force.